Event description:
It was reported that an unspecified malfunction alarm occurred. There was no information provided regarding the impact on the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.